Event description:
The patient reports she was unable to recharge her right side ipg and is unable to communicate with the programmer. The patient does not use her system all the time and she last recharged approximately 3-4 months ago. In addition, the patient is experiencing discomfort at the ipg site when it is pressed on. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg on (B)(6) 2015 which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).